Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing shortness of breath (sob) and device shock. The patient was diagnosed with pneumothorax. This cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and revealed a shock was delivered for fast ventricular tachycardia (vt), which successfully converted the arrhythmia. Electrograms (egms) displayed noise on the right ventricular (rv) channel. The noise was not oversensed. It was suspected the noise was a result of electromagnetic interference (emi). The noise could not be recreated. As the shock was appropriately delivered, and the noise did not cause oversensing, programming changes were not made. There were no additional adverse patient effects reported.